Event description:
A customer contacted beckman coulter inc., (bec) and stated the rinse block was leaking on coulter lh 500 hematology analyzer. The customer was wearing personal protective equipment (ppe), consisting of a lab coat, glasses, and gloves. There was no exposure to skin, eyes, open lesions or mucous membranes. Medical attention was not sought. The customer did not come in contact with the fluid. No one was splashed or sprayed. There was no report of death or injury and no one required medical attention.

Manufacturer narrative:
The customer requested service and a field service engineer (fse) was dispatched on (B)(4) 2011. The fse found the manual probe wipe was leaking. The fse realigned the manual probe wipe and verified the instrument operation. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Root cause for the leak was the probe wipe was misaligned and required adjustment. (B)(4).